Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The trial broke while removing. A piece broke off it.

Manufacturer narrative:
Examination of the submitted pfcsigma insert trial stabilized confirmed the breakage. The overall condition of the devices suggests light to moderate usage. The root cause is being attributed to suspected misuse (prying/removal of the instrument while under load). Based on the determination of user error/technique as the root cause, the need for corrective action is not indicated. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.